Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to following conclusions: during a da vinci assisted low anterior resection procedure, the surgeon experienced inadequate sealing. No adverse event occurred as result of the reported issue and there was no allegation of an injury.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure when trying to use a vessel sealer instrument, they noticed that after the surgeon sealed, cut, bleeding started, surgeon used the same vessel sealer instrument to seal and stop bleeding. Surgeon continued to use same vessel sealer instrument throughout the case with no further issues. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient. (B)(6) 2015 intuitive surgical, inc. (Isi) received a call from the initial reporter and verified that the surgeon was able to control the bleeding by resealing the vessel with the same vessel sealer instrument and sealed the vessel successfully. The initial reporter stated that the sealing cycle was completed but yielded no tissue effect, audible tone was heard but no error message from the erbe generator. The same vessel sealer instrument was used to complete the planned da vinci assisted low anterior resection procedure without incident.